Event description:
Information was received indicating that, during use, a smiths medical cadd cassette reservoir of the pump exhibited a "no disposable, pump won't run" alarm. It was also reported that the customer detached and attached the pump a couple of times, but the alarm continued to go off. No patient injury was reported.